Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bariatric gastroplasty, after one shot, the stapler broke, it was unable to fire and the surgeon was unable to squeeze the handle nor press the green button. They opened a new stapler to complete the case. There was no patient injury.